Event description:
Ambulatory hemorrhoidectomy performed by surgeon #1 on healthy male using the valleylab ligasure tissue sealing system. Hemorrhoids were bulky (had been unsuccessfully banded in the past) and required several applications of the sealing instrument. Procedure was uneventful and following recovery from the procedure and spinal anesthesia, the patient was discharged home. The pt returned to the ed two days later complaining of fever (rigors at home), urinary retention and body aches. Abdominal CT scan revealed extra luminal air in the perirectal fat. An exploratory lap was performed by surgeon #2 and seropurulent fluid and air bubbles were found within the left pelvic sidewall. A diverting end sigmoid colonostomy/harman's pouch was created to prevent fecal contamination of the rectal/ anal canal. The patient subsequently developed anal stenosis. Both infection and anal stenosis are known complications following hemmorrhoidectomy, however, they are uncommon occurrences for this procedure. Therefore, although we could not identify a link to the ligasure system, we felt it appropriate to file this mandatory report.